Event description:
"Rv lead, was dislodged and pulled back with high thresholds and intermittent capture. High thresholds." Lead manufactured by boston scientific. Case:# (B)(4), / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).